Event description:
The user facility reported a 66-year-old male with a right coronary artery dissection was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support, the patient had limb ischemia. The patient's foot was cold without pulses. A fem-fem bypass was used to successfully restore flow and pulse. Additionally, the patient had hemolysis. The pigtail was thought to be caught on the chordae as significant movement was seen on echocardiogram and pump was jumping back when retraction was attempted. The staff attempted to reposition the pump but were unsuccessful. Care was withdrawn after 30.30 hours of support and the patient expired. The cause of death is unknown. The relationship between the cause of death and the impella is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported limb ischemia and positioning issue has been completed. The impella device was not returned for evaluation. However, clinical details were sufficient to determine the root cause of the positioning issue. The cause of the positioning issue most likely use related due to improper technique. The root cause of the limb ischemia could not be determine without sufficient clinical details. F6/f8 should have been left blank in the initial report.